Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of 911 called was 700 mg/dl. The customer was admitted to the hospital. The customer cause of 911 called was high blood glucose. The customer was treated with IV drip insulin. Customer was wearing the pump at the time of 911 called. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 700 mg/dl. The customer stated that the spring is damaged. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 102 mg/dl. The customer stated the spring is damaged and corroded. The customer was advised that the device would be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.